Event description:
On (B)(6) /2013, the customer noted a patient generated an erratic magnesium result while using the architect c4000 analyzer. The following results were provided (customer range 1.6-2.6 mg/dl): initial 6.0 mg/dl, retest 1.8 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
1628664-2013-00287 . A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.